Event description:
It was reported that the shaft had several kinks present and during inflation, the balloon inflated slowly. After 30 seconds the stent was deployed. Under fluoroscopy, air was visible exiting through the side holes of the guiding catheter. Due to the introduction of air, the pt suffered slight symptoms of paraesthesia, which were reversible after about 15 minutes without intervention. The final result of stent implantation was good. After further clinical review of the incident, it was determined that this is a reportable event.